Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced poor mechanical connection of the power sources; there was no reported patient injury as a result of this event. The controller, (B)(4), was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Upon evaluation, the power sources were working as intended and no damage was noted. However, multiple incidental findings were noted; visual inspection revealed damage to the serial port and foreign material in the driveline connection. Review of the controller log files revealed several events logged indicative of induced electrostatic discharge (esd). The potential esd event could not be replicated during testing; the devices performed per specification and could not confirm any defects. These findings are all incidental and are not related to the reported power source connector malfunction. The root cause for the reported "poor mechanical connection" cannot be conclusively determined; however, it may be attributed to user error. The most probable root cause for the foreign material within the driveline connector may be attributed to normal use of the device. Furthermore, the root cause for the damaged data port is likely a result of result of improper handling, material durability and assembly interferences. Finally, the root cause for the potential esd event may be attributed to an unshielded controller. The manufacturer has an open internal investigation to evaluate these types of issues. The field safety notice (fsca apr2013) field communication alerted clinicians to the potential for electrostatic discharge and provided recommended steps to avoid or minimize the potential for esd occurrence. Fsca apr2013.1 was issued as an expansion of fsca apr2013 to remove affected controllers susceptible to esd. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the (B)(6) that power port two (2) of the controller does not securely lock power sources and that both batteries and controller ac adapters spontaneously disconnect. A controller exchange was performed. The device was removed from service and the patient was provided with a replacement device. The device was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.